Manufacturer narrative:
(B)(4): a replacement device was provided to the customer. Physio-control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. It was observed that the device power switch took an abnormal amount of pressure to activate. The customer received a replacement device.

Event description:
It was reported that the device would not power on. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). The follow-up medwatch report indicates: physio-control evaluated the device and verified the reported failure. It was observed that the device power switch took an abnormal amount of pressure to activate. The customer received a replacement device. The follow-up medwatch report should indicate: physio-control evaluated the device and was unable to verify the reported failure. Proper device operation was observed through functional and performance testing. The cause of the reported failure could not be determined. The customer received a replacement device.